Event description:
The manufacturer received information alleging a ventilator service required alarm condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's oxygen blending module board needs replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported received information alleging a ventilator service required alarm condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's oxygen blending module board needs replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing.